Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, erased red octagonal sign, and partially erased blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation.

Event description:
It was reported that during a bph surgical procedure at 31,116 joules of use and 9:41 minutes, fiber broke during its utilization was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and a second fiber was used to complete the procedure. Patient outcome: no injury to the patient reported.